Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the surgeon has been using the clip applies for a long time. Recently during a case, the device cut a small vessel as opposed to occluding it. The pt had to come back to theatre after the procedure. There were no adverse consequences for the pt. No device will be returning. Received the following info on 3/9/2010: no mention that there was any blood transfusion. Pt had a hematoma. Requested the following info on 3/12/2010, 3/24/2010 and 3/29/2010 but no response has been received.